Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was pulled back. The physician could not get the wire out of the lead so had to do revision. This lead was explanted. No additional adverse patient effects were reported.